Event description:
It was reported the patient decided to have the intrathecal pump removed two years ago, however, the catheter remains implanted in its entirety. The catheter was tied off in surgery to prevent a cerebrospinal leak and now the patient is experiencing pain. The hcp indicated that there are many issues and the patient's medical history is "complicated"; it remains unclear if the issues the patient is having are related to the implanted catheter. The patient has been exhibiting mental confusion, jitteriness and other behavioral symptoms; the symptoms have gradually worsened. The patient has had an MRI that was described as "clean." Another MRI is planned. A follow-up report will be sent if additional information becomes available.